Event description:
Even the spva-140 was set at 140mmhg, the patient suffered from subdural hematoma due to overdrainage.

Manufacturer narrative:
The incident has been reported to the manufacturer on 04/18/2014. Result of analysis will be developed in a follow-up report.